Event description:
It was reported that during a transjugular transhepatic stenting treatment procedure, tip breakage occurred. The procedure was a transjugular transhepatic stenting procedure in the lienal vein in the liver. A place hit biliary wallstent was inserted and partially open, but due to inadequate position the stent was re-sheathed and removed over the guidewire. It was reported that the tip of the stent delivery catheter was disconnected and remained over the wire. The tip was successfully removed using different devices. The procedure was extended for one hour. The patient remained stable and no further complication has been reported.

Event description:
It was further reported that the stent was implanted in the lienal vein. The lesion was reported as occluded (100% stenosis). It was not pre-dilated. An amplatz 035 guidewire was used and no issue was reported to advance the device. The tip of the device detached when deploying the stent.

Manufacturer narrative:
Device evaluated by MFR: the device was returned. The outer sheath had been fully retracted and the stent had been deployed from the device and had not been returned for analysis. It was noted that the tip was detached from the distal end of the inner shaft and had not been returned. There was evidence of glue present on the distal end of the inner shaft indicating that glue had been applied as required during manufacture. The catheter was kinked at several locations along its length. In addition, the inner shaft was kinked at 117 mm proximal to the distal tip. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).